Manufacturer narrative:
Corrected data: date recieved by manufacturer: date should be corrected to "30-oct-2018" in original MDR. (B)(4)

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.50 diopter , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).